Event description:
The customer tested his blood glucose using his contour meter and received a reading of 250 mg/dl. He retested using another meter and received a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot during the call because he did not have his testing supplies with him. No product will be returned at this time.